Event description:
As reported, the white tamp rod of a 6/7f mynxgrip vascular closure device (vcd) did not stay down after the sealant was shuttled down. The physician was able to get it out by using an 11 blade to cut the black outer sheath. There was no reported patient injury. Additional information was requested but not provided. The physician requested to return the remaining seven sterile devices and the failed device for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the white tamp rod of a 6f/7f mynxgrip vascular closure device (vcd) did not stay down after the sealant was shuttled down. The physician was able to get it out by using an 11 blade to cut the black outer sheath. There was no reported patient injury. Additional information was requested but not provided. The physician requested to return the remaining seven sterile devices and the failed device for evaluation. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ was returned for product evaluation. Visual inspection revealed that the shuttle was engaged to the black handle with the stopcock in the open position. The procedural sheath was not returned for analysis. The sealant sleeve was positioned in the middle of the catheter. The shuttle tube had a tear in the slit, measuring 11 cm. The sealant was deployed and not returned for analysis. The advancer tube was located at the edge of the balloon. The syringe was connected to the luer hub. No other significant details were observed. Additionally, seven sterile units of ¿mynxgrip¿ vascular closure device 6f/7f¿ were received in their original packaging in the original outer box. All seven units were properly sealed, maintaining their sterile condition. Upon unpacking, no damages or anomalies were observed. Functional analysis was not performed on the non-sterile unit as indicated in the instructions for use (IFU) as the sealant was already deployed and due to the torn condition of the shuttle tube. However, functional analysis was conducted on the seven sterile units. Simulated shuttle advancement was performed on all sterile devices as indicated in the IFU, and the devices functioned as intended by deploying the sealants as expected. The reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through analysis of the returned device as it was received with the sealant deployed and the advancer tube engaged to the tamp lock. Also, it was not confirmed through analysis of the sterile units since they passed functional analysis with no anomalies noted. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the limited information available for review and the product analyses, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was received with the sealant deployed and the advancer tube engaged, and there were no issues noted with the sterile units. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue experienced as the sealant sleeve was found in the middle of the shuttle, indicating incomplete shuttle advancement. Although, it is unknown if the sealant sleeve was manipulated after the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analyses, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.